Event description:
It was reported that there was a cartridge alarm issued by the pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to put the pump into storage mode before returning it and was sent a replacement pump. Customer was also advised to return the malfunctioning pump within 10 days to avoid charges and to set up their new pump, including programming their pump settings and connecting their continuous glucose monitor (cgm).